Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿

Event description:
The complainant reported the impella 5.5 access site had bleeding access site complications. Heparin was halted and manual pressure was held.

Manufacturer narrative:
The investigation into the reported, access site bleeding has been completed since the original report was filed. Product was not returned for review. As per clinical patient had bleeding at access site and packing of the site resolved bleeding. All other information were unknown. The cause of the access site bleeding issue was not determined due to insufficient clinical information and since product was not returned.